Manufacturer narrative:
The returned device was evaluated and found the device was deactivated prior to completion of the priming sequence. The data presented timeouts; however, the rotational sensor shifted from closed to open after the timeouts began, indicating the timeouts did not result in a drive stall. Inspection of the device found no issues.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pods needle never deployed indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.